Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/25/2025 the user reported experiencing fluctuating blood glucose levels due to difficulty with meal announcements. No hospitalizations, medical interventions, or long-term health effects were reported.